Manufacturer narrative:
(B)(4).

Event description:
According to reporter, the device operator fired the reload and was not able to open the stapler and remove it. In order to solve the problem, the device operator used another handle and reload to remove the stuck reload resulting in tissue loss.